Event description:
It was reported that the patient presented with a free perforation in the distal left anterior descending artery. A 2.8x16mm and a 3.5x16mm graftmaster rx covered stent were deployed at 16 atmospheres and sealed the perforation. However, the patient expired. Additionally, two 2.80x26mm graftmasters rx were opened, but not used as the devices were the incorrect size to treat the perforation. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Date of death is estimated. The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. It was confirmed that the 2.8x16mm and 3.5x16mm graftmaster did not cause or contribute to the patient's death. The patient's health was declining before the graftmasters were implanted and death was due to cardiac pump failure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: 2199, 4582 were added and 1802 was removed.

Event description:
It was reported that the patient presented with a free perforation in the distal left anterior descending artery. A 2.8x16mm and a 3.5x16mm graftmaster rx covered stent were deployed at 16 atmospheres and sealed the perforation. However, the patient expired. Additionally, two 2.80x26mm graftmasters rx were opened, but not used as the devices were the incorrect size to treat the perforation. There was no clinically significant delay reported. Subsequently, after the initial report was filed it was confirmed that the 2.8x16mm and 3.5x16mm graftmaster did not cause or contribute to the patient's death. The patient's health was declining before the graftmasters were implanted and death was due to cardiac pump failure. The use of two gratmasters was due to the perforation being larger than estimated on angiography. No additional information was provided.